Event description:
It was reported via repair work order that the bed lifts were drifting down due to malfunctioning hi/lo actuator nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.